Event description:
Infusion flush administration set leaking at injection site port on model sfp3259-s. This is a f/u of original report sent (B) (6) 2010, 2nd instance of this product leaking at same port site.